Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0kxfh, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot# va0kxfh, implanted: (B)(6) 2014, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID neu_unknown_ext, serial# unknown, product type extension; product ID 3387s-40, lot# va0kfd2, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had high impedance of greater than 40,000 ohms on contact three. The lead/extension connection was disconnected cleaned and reinserted. The extension/battery connection was disconnected cleaned and reinserted and the open circuit remained. The physician thought contact three appeared stretched when they removed the protective lead cap. There were no patient signs or symptoms reported. No cause of issues was determined and the event was not resolved. If additional information is received, a follow-up report will be sent.